Event description:
It was reported that this pacemaker device was found in safety mode. Technical services (ts) reviewed and stated that this device must be explanted as soon as possible and recommended to have this device returned according to the advisory process. This device currently remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains correction in section a1 patient identifier.

Event description:
It was reported that this pacemaker device was found in safety mode. Technical services (ts) reviewed and stated that this device must be explanted as soon as possible and recommended to have this device returned according to the advisory process. This device currently remains in service. No adverse patient effects were reported.